Event description:
It was reported that the patient had no stimulation sensation. Her stimulator stopped working over the past week prior to the report. Over the past week she did not feel like the device was working anymore. The patient was not feeling stimulation and her back was getting very sore. The neuropathy in her feet had started to act up since the stimulator stopped working. Her device was charged and turned on. The patient tried turning the device off and back on. The patient did make an increase to the amplitude and it did not help. The patient was able to user her programmer to check the device and the recharger connected. It was also stated that she had upper back pain and the patient was wondering if she could get a new stimulator to help with all her pain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).